Event description:
On (B)(6) 2015, patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading blood results as control solution. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call with the patient. The patient reported that the alleged product issue began on ¿(B)(6) 2015, in the morning and has happened before¿. The patient manages their diabetes with a combination of medications but was unwilling to say what the medications were. The patient was unwilling to say if he made any changes to his usual diabetes management routine as a result of the product issue. A few hours after the issue began the patient reported he obtained ¿high blood¿ glucose reading of 130mg/dl. The patient denied receiving any treatment and no medical intervention was provided. At the time of trouble shooting, the cca confirmed the test strips had been stored correctly and within their expiry date. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.